Event description:
On 03/8/2012, the distributor contacted animas alleging that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: the battery cap was returned and used to complete the investigation. The keypad buttons were found to be unresponsive due to contamination found under the button contact. Unrelated to the complaint, the battery compartment was found to be cracked from the top, to the case seal, along the left side to the grip pad. Also unrelated to the complaint, the text on the display screen was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.